Event description:
It was reported that the ventilator had a hw fault alarm, and the patient stated he was not "breathing properly". The patient felt a lot of back pressure and thought there appeared to be a large amount of air escaping through the inlet filter. No reported harm to the patient.